Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 700 mg/dl. Customer reported that he did not get a no reservoir alarm during the night and the battery died . Self test was performed and passed. The customer was treated with IV drip. The customer was unsure if he was wearing the insulin pump during the hospitalization. Customer's blood glucose reading was 200 mg/dl at the time of call. Unable to further troubleshoot for high blood glucose due to customer disconnected the call. The insulin pump will not be returned for analysis.